Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with the na electrode on a cobas 8000 ise module. Examples were provided for four patient samples with discrepant na results. The samples were repeated on a second analyzer. The first sample initially resulted in a na value of 141 mmol/l and it repeated as 135 mmol/l. The second sample initially resulted in a na value of 141 mmol/l and it repeated as 134 mmol/l. The third sample initially resulted in a na value of 140 mmol/l and it repeated as 133 mmol/l. The fourth sample initially resulted in a na value of 141 mmol/l and it repeated as 134 mmol/l.